Manufacturer narrative:
The customer reported mastitis which is a serious injury. Follow up with the customer is ongoing and incomplete. Should additional info, or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. It cannot be definitely concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer stated that she had low suction with her pump that she had mastitis.